Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: b5, d8, g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and no abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. Error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1. The user activates the foot switch while the generator is booting (temporary error caused by user action). 2. Faulty foot switch (temporary error). 3. Faulty foot switch (temporary error, faulty reed contact). 4. Defective cable connection between hvps board and generator board (temporary or permanent error). 5. Defective hvps board (permanent error). 6. Defective generator board (permanent error). 7. Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. The error message e172 indicates an internal hardware error and is triggered when the operating voltage is insufficient (12v operating voltage is lower than 11,4v). Two different failure modes are known: 1 the error occurs immediately after switching on. 2. The error occurs only after a certain time. The error message e172 might be caused by the following issues: 1. Defective lvps 2. Defective motherboard 3. Malfunction of the connecting cable between the motherboard and the lvps 4. High impedances at the connection between the connecting cable and the lvps and/or the connecting cable and the motherboard. Based on the available information, ¿cracks in esg-400 front panel¿ as an insufficient test in the verification phase. This does not reflect the actual usage behaviour. As a result, the known damage to the front panel occurs in the field due to the use of cleaning agents and/or disinfectants. As part of change, new materials for the front panel were tested. The design change for the front panel has been implemented since august 20, 2019. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, as stated on the IFU (instruction for use) and as a preventive measure, a suitable replacement device must be provided during an application. The OEM will continue to monitor complaints for this device.

Event description:
The reported error codes e172 and e433 occurred during the middle of a therapeutic ai pulley release procedure. The intended procedure was completed using a different generator, megadyne. No other devices were replaced. No adverse outcome to the patient or the procedure.

Manufacturer narrative:
The referenced unit was returned to the service center for evaluation. A review of the unit's error log history indicates e433 error code was generated seven times and e172 error code was generated sixteen times. However, during inspection and testing, the reported e172 and e433 errors codes could be duplicated. The unit passed full functional inspection. The front panel was observed to have cosmetic damages/cracks on the ports and on the corners of the front panel. The unit is pending repair. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the materials manager at the user facility that the high frequency electro-surgical generator unit is having codes e172 and e433 during an unspecified therapeutic procedure. No patient death, injury or harm was reported.